Manufacturer narrative:
Patient¿s weight was not provided. (B)(4): approximate age of device ¿ 1 year and 4 months. The pump was returned for evaluation. Examination of the pump revealed a thin deposition of strongly adhered tissue surrounding the opening of the inlet tube. Additionally, examination of the interior of the inflow graft revealed a thin deposition lightly adhered along one side of the graft wall. However, a specific cause for their development could not be determined. Examination of the sealed outflow graft did not reveal any deposition or thrombus formation. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed that the devices met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient had a routine heart transplant. On (B)(6) 2015, during the evaluation of the pump a deposition was found in the inflow conduit.